Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported getting the following alarms: "vent inop motor fault circuit fault low ve", after installing a new front panel. The unit was not on a patient at the time of the incident.

Manufacturer narrative:
(B)(4). Carefusion tech support determined that the probable cause of the reported event, is most likely a faulty turbine assembly. The foreign distributor was shipped a replacement turbine assembly, and issued a return goods authorization (rga) number for the return of the alleged faulty turbine assembly for evaluation. As of 03/27/2015, the alleged faulty turbine assembly has not been received. Should the alleged faulty turbine assembly be received and evaluated, a f/u medwatch report will be submitted.